Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery depleted from 100% to 50% within one day. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.